Event description:
It was reported by the customer that two 5.0" exfen catheters were placed subcutaneously; one was placed deeper than the other. The customer reported that the deeper catheter broke while being removed; the doctor estimated that about 5 cm of the catheter remained in the patient. A chest x-ray was done but nothing was noted about the catheter in those results. The doctor has decided to leave in the remaining piece of catheter. The customer also reported that no product will be returned and there is no lot number information available on the product used.

Manufacturer narrative:
As of 08/07/2009 the catheter has not been returned for evaluation. Per the reported event, the catheter is not going to be returned. No conclusion can be drawn.